Event description:
Pt presented with persistent pain. Converted to a total knee arthroplasty (tka).

Manufacturer narrative:
510 (k) #k090024 covers initial release of tgs uka system including all instrumentation, femoral components, and all-poly tibial components. 510(k) #k101206 covers the replacement of the all-poly tibial components with tibial baseplate components and tibial insert components. Tibial baseplate: lot #1103020-a, catalog #100297, mfg date: 06/2011, exp date: 06/2013. Tibial insert: lot #1103035-a, catalog #100325, mfg date: 11/2011, exp date: 11/2013. Product was not returned for eval. No evidence suggesting of any product/system failure, and the need for corrective action is not indicated.